Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the low glucose alarm sounded with the customer's freestyle libre 2 sensor, but customer did not respond. The customer was experiencing sweating, restlessness, and insomnia, and lost consciousness. The customer was treated with glucose injection by a third-party. Although the low glucose alarm, which indicates hypoglycemia, did trigger, it is unknown if it was in time to prevent adverse event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided for libre reader and sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint, fs libre reader, and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the low glucose alarm sounded with the customer's freestyle libre 2 sensor, but customer did not respond. The customer was experiencing sweating, restlessness, and insomnia, and lost consciousness. The customer was treated with glucose injection by a third-party. Although the low glucose alarm, which indicates hypoglycemia, did trigger, it is unknown if it was in time to prevent adverse event. There was no report of death or permanent injury associated with this event.